Event description:
Customer reported a cartridge alarm 30 while troubleshooting an occlusion alarm during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer initially did not follow the correct procedure for cartridge removal but was educated by technical support on proper protocol. Despite not having additional cartridges, the customer successfully reloaded the same cartridge and resumed insulin therapy, resolving the issue.